Event description:
It was reported that the patient experienced stimulation with this left ventricular (lv) lead. The programmed vector was changed from lv tip - ring to lv tip - right ventricular (rv) lead. Impedance values dropped to the 400 ohms but were not out of range. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).